Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified; fold creases, curved opening, brown particles in shell, observed void >1 mm in non-textured, valve-to shell-bond area. The leak test and microscopic analysis was performed which identified: curved striated opening on radius and posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated openings assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation, with a hole in the valve. The device has been explanted.